Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use by date. The IFU also states: the xience alpine everolimus eluting coronary stent system is indicated for improving coronary luminal diameter. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to user error as the device was used to treat the tibial artery which is outside the indicated use in the xience alpine instructions for use. Additionally, the device was used past the expiration date. The expiration date of the product is important for sterility, efficacy, and performance of the device. Per the xience alpine everolimus eluting coronary stent system risk analysis potentially adverse events of using the device post expiration date include infection and stenosis/restenosis. However, in this case there was no reported device failures or patient adverse events reported. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the tibial artery. After an unspecified xience prime stent was implanted, a 4x18mm xience alpine stent delivery system (sds) was implanted without issue. After the procedure, it was noted that the latter stent had expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.